Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo and one sealed package containing a 3ml syringe confirmed to be from batch 0059796 (p/n (B)(4)) were received and evaluated. Embedded foreign matter in the form of brown discoloration was seen on the barrel flange extending down to the barrel collar in a straight line. Black and brown embedded foreign matter particles were also seen on multiple areas of the barrel. The discoloration and particles appeared to be burnt plastic and were larger than specification size, which is rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 0059796 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. The following information was provided by the initial reporter: "this syringe was just returned to me with obvious contamination."